Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services requesting assistance to end therapy on the homechoice (hc) unit. The home patient (hp) stated she "busted" the patient line and wanted to end therapy to start over with new supplies. The technical service representative (tsr) assisted the hp to end therapy. The hp confirmed to call back with any problems. On (B)(6) 2010 product surveillance spoke with the hp who stated she was staying with her father the night of this incident and had taken her machine with her. She explained that she was sleeping on the couch and got up to get a drink of water. The lines caught on a cocktail table and the extension line disconnected from the patient line. The patient stated she had drained, so just ended therapy. The patient confirmed there were no adverse events. No additional information is available at this time.